Manufacturer narrative:
This event was determined to be a duplicate of MFR# 2916596-2020-02376. The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide # (B)(4). FDA approval for heartmate 3 lvas was received on 23 aug 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient presented to the emergency room with complaints of left sided chest pain. The patient detailed the pain was persistent and increased with time. CT scan was unremarkable. The site started the patient on vancomycin and zosyn for pericarditis. Blood cultures resulted positive for enterococcus bacteria. The patient was discharged on oxycodone and lyrica. No further information was reported.